Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007780, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007780 was manufactured according to the work instruction (wi) version 97 and packaged in the machine multivac 14 on 17-jun-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f01577 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 14-jun-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4f02614 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 15-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02631 was manufactured according to the wi version 37 and manufactured in the machine gluing 03, on 13-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02636 was manufactured according to the wi version 37 and manufactured in the machine gluing 03, on 15-jun-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4f02637 was manufactured according to the wi version 37 and manufactured in the machine gluing 03, on 15-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The blood glucose level was high, and the patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.